Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the atrial fibrillation ablation procedure farawave was selected for use. It has been mentioned that when the farawave was being opened, the catheter was covered in a white substance all over. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been disposed.